Event description:
Citadel bed reading e300 after a turn, rn's tried unplugging/replugging, off/on, resetting bed by holding down the up/down function on lower rail. None of the buttons worked, patient on continuous venovenous hemodiafiltration (cvvhdf), on ventilator, on bairhugger warming device, stuck in supine position for 60 minutes. Tf had to be held and it required a technician to come in whos solution was to give us a new bed. It was a difficult transfer given that the patient was hooked up from every angle. It required the entire multidisciplinary team to switch beds. (Rt, md, 4 rn's and the technician). Citadel beds require daily resets and we learned that it doesn't always fix the problem.